Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1007. Rhythmcare discussed possible causes and further troubleshooting steps. This device remains in service. No adverse patient effects were reported.